Event description:
On (B)(6), 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the control solution test read out of specifications on his onetouch verio iq meter. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, the complaint is being reported due to the failing control solution test results.